Event description:
It was reported that during a morning shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/02/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the front enclosure, load plate cover and the battery lock were damaged. The physical damages found during visual inspection are not related to the reported event of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) fault. The damages appear to have been caused by normal wear and tear (autopulse manufactured in september of 2008). A review of the autopulse archive was performed and the reported complaint of a ua 7 fault was confirmed. The archive data shows that multiple ua 7 faults occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of a ua 7 fault was verified. Upon power up of the platform, the ua 7 fault was observed. It was found that the load cell single point was at fault. Based on the initial investigation, the parts identified for replacement were the load cell, front enclosure, load plate cover and the battery lock. In summary, the reported complaint of a ua 7 fault was confirmed based on the archive review and upon functional testing. The fault was found to be due to the defective load cell. The physical damages found during visual inspection are unrelated to the reported complaint.